Manufacturer narrative:
(B)(4). The device failed the (returned instrument test/evaluation (rite) electrical ground bond test. The pal evaluated the device. The ground resistance between the power entry module and the door post was out of specification. After tightening the door post set screw, the resistance was within the ground bond specification. The assignable cause for rite test failure - ground bond was determined to be a loose door post set screw. The device's service history record was reviewed and no issues were identified that may have contributed to the ground bond failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the ground bond performance specification. There was no patient involvement and no patient injury or medical intervention.